Event description:
Because of pain and burning in right arm and right breast (implant area) surgery was performed to remove the right breast implant. Pathology report diagnosis: "1. Right breast capsule, excision: fibrous connective tissue consistent with implant. Related capsule refractile foreign material consistent with silicone if present at the surface and within histiocytes in the collagen layers of the capsule dystrophic calcification is present. Perivascular lymphoid aggregates are present. 2. Right breast contents, removal: silicone gel filled implant, ruptured." (*)